Event description:
It was reported that the low flow alarms resolved with speed increase. The patient experienced left side neglect. A CT scan was done and the patient was diagnosed with an ischemic stroke . There were no changes to patient condition or anticoagulation status that may have contributed. The patient expired on (B)(6) 2021 due to neurological dysfunction, respiratory failure, and withdrawal of support. The death was not considered device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported cerebrovascular accident (cva), respiratory failure, and patient outcome could not be established. The device was not retuned, and no product is available for investigation. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists stroke, bleeding, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a cerebrovascular accident on (B)(6) 2021 post implant. The patient was not recovering on (B)(6) 2021 and has spontaneous movement of upper and lower limbs. No purposeful movement was noted. The patient did track their eyes on their left side with some movement of their head. The patient could not follow commands and this was determined to be their baseline. He had a dobhoff tube for nutrition. No inotropes were administered and pump was set at 4800 with flow at 2.8, pulsatility index at 8.1, pulmonary pressure at 3.2, heartrate of 109, arterial line of 81 and central venous pressure of 8. The patient is being monitored, no neurological changes were noted. Log file analysis captured low flow events on (B)(6) 2021.